Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: three (3) additional implanted mitraclips, steerable guide catheter, clip delivery system (70301u278). The unique device identifier (UDI), date of manufacture and expiration date are reported as unknown because it could not be confirmed which of four clips experienced the slda; therefore, the information is provided below: lot numbers: 70223u271, 70223u272 date of manufacture: 02/24/2017 expiration date: 02/24/2018 (B)(4). Lot number: 61216u128 date of manufacture: 12/20/2016 expiration date: 12/19/2017 (B)(4). Lot number: 61215u169 date of manufacture: 12/16/2016 expiration date: 12/16/2017 (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device being damaged by another device appears to be related to user technique and ultimately resulted in the slda of the clip. As there was no reported issue from the initial procedure and the slda of the clip did not occur until the second procedure, a cause for the worsening mr after the initial procedure could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system (cds 70301u278) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. Four clips were implanted, reducing the mr to 3-4. On (B)(6) 2017, a second mitraclip procedure was performed to treat the existing mr of 4. The initial clips were confirmed to be stable. The clip delivery system (cds 70301u278) was advanced to the mitral valve; however, the clip became caught on the chordae. Standard troubleshooting was performed, and the clip was freed from the chordae, but became caught on one of the implanted clips. The implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The clip was implanted and an additional clip was implanted to stabilize the slda clip. The mr was reduced to 3-4, with a good outcome. No additional information was provided.